Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unable to get an optimal left bundle capture and the and the maximum recommended number of turns about six to ten had been reached. In addition, the helix of the previous attempted lead was separated from the body of the lead and was left in the myocardium repositioning. This ra lead was replaced with the same model, not implanted and will be returned for analysis. No additional adverse patient effects were reported.